Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of sapien m3 procedure. On pod 10 patient was re-hospitalized in critical clinical condition and suffering hemolysis. In the tte valve thrombosis was detected with a gradient of 4 mmhg. Patient had a preexisting thrombocytopenia that was not known by the time of the procedure. After the implantation doac was continued as anticoagulation therapy and the patient was discharged home. On pod 10 patient was re-hospitalized in critical clinical condition (infection, anemia and acute renal insufficiency) and suffering hemolysis. In the tte it was detected that one valve leaflet was thrombosed and with limited movement. On pod 15 patient passed away due to the hemolysis. Hospital team could not confirm the origin of the infection. The hospital team does not think that the hemolysis is related to sm3 implantation as it was not detected elevated schistocytes in the blood samples.